Event description:
The manufacturer received information alleging a ventilator internal battery not charging alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's software was reloaded to address the issue. In addition, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly, and software was checked.